Manufacturer narrative:
The customer¿s report that the set cracked at the hub and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack measuring 0.615 inches long. Inspection under magnification showed no stress marks. Functional testing was performed; leaking from the crack was observed. The cause of the leak was a cracked female luer. The root cause of the crack was not determined.

Event description:
The customer reported that the microtubing cracked at the hub and leaked during a pca infusion of an unknown amount of versed which was piggybacked into the y-site of a normal saline line. Due to the leak, the patient needed a bolus of versed until the dosing was corrected. There was no patient harm.